Event description:
Received first set of 3 injections of synvisc in early 2008 with no problems. Began second set of injections on ten months later. One day later, the injected knee felt sore and stiff as did my other knee. One more day and the injected knee was more painful than it had been in a year, and my knee, back, and fingers--places I have arthritis--were sore. Resolved in about 5 days. Described what happened to physician's assistant when I returned for second shot on two weeks later. Similar response, except more pain all around, and the injected knee was visibly swollen. Took 8 days to resolve. Described what happened during injections #1 and #2 when I returned for #3 on the following month. Asked specifically if there were instances of inflammatory responses. Told "no". Within hours of the injection, I felt achy, and by that night my injected knee had swollen badly and I was in serious pain, able to walk only using crutches. Then 24 hours later, the swelling had gotten worse, especially above the knee and to the point that the kneecap wasn't visible, and the pain was severe despite taking 800 mg ibuprofen, frequent icing, and 7.5/500 hydrocodone with acetaminophen. Got bad enough that I considered going to emergency room. Then 24 hours later, the swelling had not go down but had not gotten worse. Pain manageable with frequent icing and 7.5/500 every 5 hours, but still on crutches. Then 24 hours later, at time of writing, swelling slightly less, and pain slightly less, but am still essentially bed-ridden. Note that the pain level and the swelling were much greater than I experienced on injuring the knee or after arthroscopic surgery. I consider this a serious adverse event for an elective procedure. I also believe that there was product use error, in that the physician assistant did not pay attention to my concerns about injections #1 and #2, which should have indicated to him that I was developing a sensitivity to the synvisc. Route: intrasynvovial. Dates of use: 2008. Diagnosis or reason for use: osteoarthritis.